Manufacturer narrative:
(B)(4).

Event description:
A trial pt experienced random shocking sensations. The leads could have been touching or at least close to touching. The trial leads were pulled and the pt was not going to implant.